Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gets hot to touch when plugged into a power source to charge, and the customer subsequently smelled burning. The customer¿s blood glucose level was 175 mg/dl. The customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.